Manufacturer narrative:
Lot number could not be confirmed. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned medical records received and evaluation: not performed as no medical information was provided. Device history review: not performed as the lot code provided was not valid. Complaint history review: not performed as the lot code provided was not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as correct lot code details, pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond (B)(4) control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision. Update 3/28/2016: as per sales rep vm message: right side revision. Removal of infected total knee arthroplasty.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat# 5510-f-302; lot# aep6di. Tri ts baseplate size 2; cat# 5521-b-200; lot# te4wa. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# ppkn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision. Update (B)(6) 2016: as per sales rep vm message: right side revision. Removal of infected total knee arthroplasty.